Event description:
It was reported that balloon rupture occurred. Ivus was performed using an unspecified imaging catheter. The 4 mm in diameter target lesion being treated was located in the moderately calcified mid right coronary artery (rca). A 12mm x 3.75mm quantum apex balloon catheter was selected to predilate the target lesion. The number of inflations and to what atms is unknown. The balloon ruptured 20 atmospheres. The device was removed intact. The procedure was completed with an unspecified cutting balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).